Event description:
During the implant attempt of the subject device the following issues were reported relative to the ventricular channel: - high impedance measurements (>3000 ohms); - connection issues; - pacing and sensing issues. Prior to lead connection with the pacemaker, independent measurements on each lead were satisfactory. Both leads were connected to the pacemaker without any anomalies. When the pacemaker was checked by a programmer, a ventricular lead impedance measurement of 3000ohms was observed. Pacing failure (at 7.5v) and sensing failure was also observed. Pacemaker and lead connection was checked, and the ventricular lead was taken out from the port without unscrewing. The ventricular setscrew was unscrewed by turning the screw-driver 3 times, and the lead was re-inserted. When the screw-driver was turned 6-7 times, clicking of the screwdriver was heard. The lead was then removed from the port without loosening the set-screw. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.